Event description:
Report received from (B)(6) stating that the perforator was vibrating. It is known that the event did not occur during surgery. However it is unk if there was pt or user injury, surgical delay or medical intervention reported related to this occurrence. No additional info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).